Event description:
It was reported that after advancing a 2.75x23 xience v rx stent delivery system (sds) without resistance to a moderately calcified, de novo lesion in the proximal to mid obtuse marginal coronary vessel, while deploying the xience v rx stent, the balloon ruptured during the first inflation immediately upon reaching a pressure of 14 atmospheres, resulting in a perforation in the vessel. The xience stent was considered successfully deployed and apposed to the vessel wall. The xience vrx sds was withdrawn from the anatomy without resistance. Angiomax medication was discontinued and a 2.5x15 trek balloon was advanced and inflated, successfully treating the perforation. While there were no adverse patient sequelae, a clinically significant delay of 25 minutes occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). No pre-dilatation performed. Guide wire: volcano primewire, inflation: boston scientific, guide cath: xt 3.5. Evaluation summary: the device was returned for evaluation. Balloon rupture was confirmed. Based on visual, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v / xience nano everolimus eluting coronary stent system instructions for use instructs the user to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the information reviewed, there is no indication of a product deficiency.